Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2011 and mesh were implanted. It was also reported that experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with anterior and posterior repair with perineorrhaphy/sphincteroplasty due to sui. It was reported that the patient underwent gynecological procedure on (B)(6) 2002 and allograft was implanted and on (B)(6) 2001 contigen was implanted to treat sui.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.